Manufacturer narrative:
The device was returned with the needle mechanism not deployed. Data extracted from the device returned an 0x5c alarm indicating that the open count was too low; a drive stall with high pulse width was observed in the end of the device's operation. This drive stall occurred during priming, resulting in the needle not deploying. The cause of the drive stall could not be determined. In addition, the bottom housing opening of the device was found damaged, indicating that the chassis sub assembly was incorrectly installed. The incorrect installation of the chassis sub assembly did not contribute to the reported event.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure. The pod was worn less than 1 hour.